Event description:
Pulmonetic systems ltv series ventilator batteries -(B) (4)- have a design flaw with their new batteries -gray plastic case-. The case is prone to cracking along the edges. This has the potential to expose the user to lithium, as well as being a fire hazard. Of note, the prior version of the batteries -black case- did not have this occur.